Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: while clipping the duct, one of the 3 clips deployed was open even though the doctor closed the handle plastic to plastic. Adding to that, some clips were closing in a crossed way and not linear. Patient status: patient is ok. Intervention: the doctor continued to use the device but with being very careful and checking every single clip if it is closed or not.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: while clipping the duct, one of the 3 clips deployed was open even though the doctor closed the handle plastic to plastic. Adding to that, some clips were closing in a crossed way and not linear. Patient status: patient is ok. Intervention: the doctor continued to use the device but with being very careful and checking every single clip if it is closed or not.